Event description:
It was reported that when setting up , the cardiosave intra-aortic balloon pump (iabp) unit does not recognize the ECG from the monitor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. When the jack plug that comes from the cs is connected to the monitor, there is no signal. Now if you do that you only get a signal by plugging the jack plug cable into the 2nd contact in the monitor. As soon as you connect the mass of the monitor with the mass, the cs connects and you no longer have a signal. This fact was passed on for analysis. After consulting with the ba ca, we were given the information. This describes jumpers 7 and 6 from right to left be replugged. This changes the signal from non-ground referenced to ground referenced. Jumpers 6 and 7 were repositioned according to instructions. Function checked and demonstrated to customers. The device is handed back to the customer.